Manufacturer narrative:
Concomitant medical products and therapy dates: aspirin, atorvastatin, ferrous sulfate, furosemide, hydrochlorothiazide, paroxetine, tramadol. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2016 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was noted that the original size of the aneurysm was unavailable. On an unknown date the patient reported abdominal pain. Reportedly the patient refused intervention on multiple occasions. On (B)(6) 2021 the patient underwent reintervention to treat a distal type I endoleak on the ipsilateral leg of the trunk-ipsilateral leg component, located on the patient's right side. It was noted that the landing zone of the ipsilateral leg was short and it was suspected that this may have contributed to the distal endoleak. It was also reported that a proximal type I endoleak was suspected, but unconfirmed, on the trunk of the trunk-ipsilateral leg component. Reportedly the aneurysm had grown to 9cm. A contralateral leg component was used to extend the ipsilateral leg on the patient's right side. The distal type I endoleak was resolved. An aortic extender component was placed proximally on the trunk of the trunk-ipsilateral leg component as a prophylactic measure. The patient's abdominal pain was resolved. There were no further reported issues. The patient tolerated the procedure.